Manufacturer narrative:
The reported issue was inconclusive. The sample was evaluated, no pinch or blockage was observed. The shaft thickness was within the specification. Water was able to be introduced into the catheter. No conditions found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation was not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that during a turp (transurethral resection of the prostate) surgery, the inflation lumen of the catheter was unable to be infused. A different catheter was used.

Manufacturer narrative:
The reported issue was inconclusive. The sample was evaluated, no pinch or blockage was observed. The shaft thickness was within the specification. Water was able to be introduced into the catheter. No conditions found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation was not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that during a turp (transurethral resection of the prostate) surgery, the inflation lumen of the catheter was unable to be infused.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a turp (transurethral resection of the prostate) surgery, the inflation lumen of the catheter was unable to be infused.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a turp (transurethral resection of the prostate) surgery, the inflation lumen of the catheter was unable to be infused.